Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image occurred due to the image sensor cable being kinked. Furthermore, it¿s probable the cable was kinked due to application of load which exceeded the scope of assumption such as excessive twisting and bending. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system: [inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the issue was able to be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope disappeared when the angle was changed. The issue occurred during a therapeutic gynecological laparoscopic surgery. The image was able to be recovered, but the scope was replaced to complete the procedure. There was no reported patient harm or impact due to this event.